Event description:
This spontaneous report was received on (B)(4)-2011 from a consumer (age and gender unspecified) reporting on self from the united states.on an unspecified date, the consumer started using reach johnson &amp; johnson floss, mint waxed for dental cleaning (route-dental, lot number-0630b, frequency and expiration date unspecified). After an unspecified duration, the consumer noticed that the floss cutter had pulled out. As a result, the consumer had to cut the floss with scissors.this report had no adverse event and the action taken with the device was unknown.this report was considered a reportable malfunction case.

Manufacturer narrative:
The date of this submission is (B)(4)-2012. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(4) 2011, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson & johnson floss, mint waxed for dental cleaning (route-dental, lot number-(B)(4), frequency and expiration date unspecified). After an unspecified duration, the consumer noticed that the floss cutter had pulled out. As a result, the consumer had to cut the floss with scissors. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case. Additional information received on (B)(4) 2012: the lot number of the device was updated from (B)(4). The report remains a reportable malfunction case.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.